Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a lowest blood glucose (bg) of 62 mg/dl. The ilet system displayed glucose values and provided a low alert, but the user noted that data was not appearing in the dexcom mobile app. The user confirmed intent to correct the low bg with carbohydrates. No symptoms were reported, and no medical intervention was required.